Manufacturer narrative:
Product complaint # (B)(4). (B)(4). Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. Prep used: chloroprep. No dressing. Patient had previous exposure to adhesive. No product is available for return. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent rtlh-bso: robotic laparoscopic hysterectomy with bilateral salpingo oophorectomy on (B)(6) 2022 and topical skin adhesive was used. Patient had bumpy rash, itching around incisions, then spread across abdomen, hyperpigmentation. Treatment: methylprednisolone, benadryl, topical corticosteroid.